Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was unconscious, and their wife was unable to wake them. The cgm reading was 77 mg/dl. Their wife tried to get him to drink juice but was unable to do so. The patient began having a seizure and an ambulance was called. When a fingerstick was taken by the paramedics the blood glucose reading was 41 mg/dl. No cgm reading was reported from that moment. The patient was treated with intravenous glucose and by then their wife also had provided a sandwich. The patient recovered at home and declined to go to the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.